Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed the cannula to be visibly bent at the distal tip. A .342 gage pin does not fit through the distal tip inner diameter, making the cannula out of specification due to a deformation. The deformation has the potential to cause scraping in certain loading condition. Site has returned an instrument with damaged main tube before. See MDR 2955842-2007-00185. No other damage found.

Event description:
The cannula accessory was returned as part of a field removal action. No pt harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site. 2955842-2007-00211, 2955842-2007-00212, 2955842-2007-00213.